Event description:
(B)(4). It was reported that following a coronary artery treatment procedure, the patient experienced angina. The target lesion was located in the mid left anterior descending artery with 80% stenosis and was 20 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with pre-dilatation and placement of 2.75 x 20 mm taxus liberte stent. Following post dilatation, residual stenosis was 0 %. The patient was discharged on aspirin and prasugrel. Five days later, the patient was hospitalized in another facility for unstable angina. The patient stated that cardiac catheterization was performed and a stent was deployed in another artery. The event was resolved without residual effects.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).